Manufacturer narrative:
(B)(4).

Event description:
It was reported that by the registered nurse (rn) that the electrocardiogram (ECG) signal on the intra-aortic balloon pump (iabp) was gone. The rn also stated that they did have an ECG signal earlier, but now it has disappeared. They have changed the electrodes and ECG cables and still no change. The clinical recommended that they swap out the pump for another. As a result, a new pump was brought in and the ECG cable was connected, where the ECG signal appeared. The patient is stable. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "ECG triggering difficulty" is not able to be confirmed. The pump was checked by the biomed and no problem was found with the pump. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that by the registered nurse (rn) that the electrocardiogram (ECG) signal on the intra-aortic balloon pump (iabp) was gone. The rn also stated that they did have an ECG signal earlier, but now it has disappeared. They have changed the electrodes and ECG cables and still no change. The clinical recommended that they swap out the pump for another. As a result, a new pump was brought in and the ECG cable was connected, where the ECG signal appeared. The patient is stable. There was no report of patient complication or serious injury and death.